Event description:
The customer reported the system did not xray. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep inspected the interconnect cable and found a pin pushed in on the lemo connector. He ordered a new lemo connector for replacement. The rep replaced the lemo connector and the problem is gone.